Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2008 and performed to specification up to the (B)(6) 2011. The device failed several self-tests due to a low battery between the (B)(6) 2011 and the (B)(6) 2011. An increase in voltage suggests a further pad-pak was installed, the device passed a self-test. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring between (B)(6) 2015 and the last log entry on the (B)(6) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.